Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the balloon was deflated. Troubleshooting steps were taken to no avail and the case was aborted while the patient was under general anesthesia. A field service visit took place on a later date in which the console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files confirm multiple system notices indicating that the safety system detected a compromised outer vacuum (#50032) on the date of the event. Technical support was contacted during a case and reported that they were receiving several system notices. The initial system notice was received indicating that the safety system detected a compromised outer vacuum, but during testing with technical support, on every inflation attempt, the balloon deflated within 10-15 seconds and a system notice was received indicating that there was a problem with the refrigerant port. Testing revealed that inflation process failed due to contamination in cv6. Cleaning cv6 corrected the failure. The system notice was received indicating that the safety system detected a compromised outer vacuum was not reproducible. During testing and analysis of the console, case data files suggested that it was very likely caused by an outer balloon failure within the catheter. Performance testing revealed no additional uncorrectable issues, the console can be returned to service. In conclusion, the reported inflation issue was confirmed by field service engineering. The console 106a3/ n-6850 failed the inspection due to existence of debris in check valve cv6. The system notice received indicating that the safety system detected a compromised outer vacuum was confirmed through data file analysis but was not reproduced by field service engineer. Most probable cause was related to catheter. No product was returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.